Event description:
It was reported that the right ventricular (rv) lead lead had small fluctuating r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. It was also noted that visual summary analysis of the lead indicated apparent explant damage.